Manufacturer narrative:
Date of event: (B)(6) 2021. 08mar2021.

Event description:
It was reported to philips that the device displayed a battery fault message/alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed that the battery required replacement. The asp replaced the battery and operation of the device was verified to have returned to full functionality.